Event description:
The customer reported the ventilator was intermittently powering on. The customer reported the device was not in use therefore there was no patient involvement or harm. During evaluation, the manufacturers field service engineer (fse) reported the unit alarmed when turned on in normal ventilation mode due to a vent inop air valve liftoff failure. The fse reported there was no voltage present coming from the power supply. The fse replaced the power supply to address the reported problem. Applicable final testing was completed per operating specifications and passed.